Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.

Event description:
The implants are not secure in holes after they are drilled. Surgeon had to drill 4 holes for one side to get the implant to grab and they still weren't as secure as they should be.